Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using incorrect tools, and not using antibiotics pre-operatively have been ruled out. However, the patient is a poor surgical risk as they are allergic to most tape, bandages, and adhesives. Additionally, the patient has rejected other medical devices and had wounds that have not closed or re-opened. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient being a poor candidate due to health, weight, age, or mental capacity as they are allergic to most tape, bandages, and adhesives and the patient has rejected other medical devices and had wounds that have not closed or re-opened.(user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their receiver site opened up and the neurostimulators were visible inside of the opening. However, there were no signs of infection. The patient kept the skin covered and saw wound care until their appointment on (B)(6), 2026. On (B)(6), 2026, the implanting clinician re-opened the receiver site, deepened it, and anchored the neurostimulators deeper in the tissue. The pocket was flushed with antibiotic solution and the receiver site was re-closed. Although antibiotics were not prescribed to take at home, the patient received antibiotics intravenously during the revision procedure. As of (B)(6), 2026, the patient is healing and will be seen once the incision is healed. Additional information was provided on (B)(6), 2026, the patient was seen for an incision check. The patient was referred to wound care and will return on (B)(6), 2026. No further information is available at this time.